Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead and the electrode ground ring was missing prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode wire near the electrode ground ring region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection followed by device extrusion. The recipient's device was explanted. The recipient has healed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details will not be provided. The recipient's infection reportedly resolved. This is the final report.